Event description:
It was reported that high hv lead impedance was observed. All other values were normal. No noise was observed. The lead remains implanted and the patient will be monitored.

Manufacturer narrative:
No medwatch form was received.